Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, outer insulation melted and cosmetic esc, helix/lobe distorted/bent, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed.

Event description:
It was reported a lead perforation was discovered during valve surgery and the system was also noted to be infected - "source of infection may have been via port to svc." The patient had three days of vomiting prior to surgery. The lead was explanted. The patient was not pacer dependent. No further patient complications were reported as a result of this event.